Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 133.3 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on (B)(6) 2016 that the hcp was unable to access the reservoir port to refill the pump on (B)(6) 2016 and that the pump was not refilled. It was noted that 27 ml were in the pump when they were performing the refill. It was indicated that there was an issue with the pump and clarified that the pump was moving around, the hcp related that she did not know if this was normal or something new. No symptoms were reported. It was unknown when the issue of the pump was moving around started. It was recommended that they try to refill the pump prior to the 180 day stability timeline date. Further information was received on 2016-oct-13. It was reported that there was a "malfunction with the pump" as there was a total of 40 ml that they withdrew when it should have been 26.5 ml, indicating that the patient hadn't been getting any medication since the pump was refilled in march with 40 ml. It was noted that they were arranging for a replacement pump. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.